Event description:
It was reported that during a da vinci hysterectomy procedure, while dissecting a fibroid, part of the permanent cautery spatula instrument's distal clevis broke off and fell into the pt. The instrument fragment was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The permanent cautery spatula instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Per the case notes, the missing pieces were retrieved from the pt and the procedure was successfully completed.